Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a monitoring voltage of 2.55 volts and charge time measurement of 15.6 seconds. The boston scientific crm technical services consultant discussed that the device would likely trip elective replacement indicator (eri) as a result of charge time rather than voltage. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated. Most recently, this device was removed from service for reason of normal device changeout. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.